Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a normal device check. Clinician believed that cybersecurity upgrade might have been attempted and failed. Patient was sent home in backup vvi mode mistakenly. A device restoration was performed successfully. No patient consequences reported.